Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 46.0 cm. An external abrasion, exposing the re cable lumen, was found 15.0 to 15.2 cm from the connector pin. The etfe cable coating on the re cables were undamaged. All other damage noted is consistent with procedure damage.

Event description:
This report is to advise of an event observed during analysis.